Manufacturer narrative:
Manufactured october 27, 2016 - october 31, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion with a small volume intermate. The pump was filled with ceftazidime (1600 mg) in sodium chloride 0.9% with a total volume 100 mls. The reported stated that the infusion took one hour and should have taken 30 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.